Manufacturer narrative:
Testing and investigation found that the device did not alarm with an over temperature malfunction alarm code; however, during a review of the device history s233 (over temperature-psc) malfunction alarm codes were noted. Further testing observed that the device cooling fan did not turn as expected. The probable cause of the customer reported s233 (overtemperature-psc) malfunction alarm codes was due to a defective cooling fan. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with an over temperature malfunction alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.